Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No discrepancies were detected. The root cause of the reported issue was not found, no anomalies were found in the samples received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that when inserting the needle into the port-a-cath the needle bent. No patient injury was reported.